Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage I around nasal flap edges in both the eyes one day post treatment. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage and oral steroid (medrol) was prescribed. The patient had complained about dry eye, gritty right eye and experiencing discomfort in the right eye. The patient's symptoms were resolved by (B)(6), 2013.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.